Event description:
Boston scientific received information that this patient passed away during a cardiac resynchronization therapy pacemaker (crt-p) upgrade procedure. The patient coded after attempts were made to place the left ventricular (lv) lead. At the time of the code, the lead had been removed and only a sheath was in place, so there was no manipulation caused by the lead at the onset of the event. The patient had been in an atrial arrhythmia and the device was programmed to vvi 50 as a back-up. After two paced beats, the patient went into ventricular fibrillation (vf) and then pulseless electrical activity. Resuscitated efforts were unsuccessful and that patient expired. There were no allegations against any boston scientific products. An autopsy was not performed and attempts to obtain clarification surrounding the procedural complications were unsuccessful. The account indicated the lv lead will be returned for laboratory analysis.

Manufacturer narrative:
As of this report, the lead has not been returned. Should the lead get returned, it will be analyzed and this report would be updated.